Event description:
It was reported that when the device is plugged in and charging, the charge light is on, but the device does not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that there was no battery charging current. The root cause was determined to be due to an inductor, designator l4, broken off of the power supply pcb.